Event description:
The customer reported that there was an artifact in the image. No further info was provided. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The panel was not returned for eval and no further info was provided. (B)(4).